Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found in backup vvi during device interrogation. Device went into backup vvi after recurrent vf. Device was restored. Low device battery was suspected. The patient was admitted to hospital with external defibrillation support. Device was explanted and replaced. Patient's condition before, during and after the procedure was good.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory via review of the device image and was due to a high volume of hv charges that occurred within a small period of time. The device was tested on the bench and no anomaly was found.